Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard disk was replaced and the software was updated. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system displayed an error message. No patient injury was reported.